Event description:
It was reported that the gel pad could not be connected to the main unit on the arctic sun device. It was hard and did not fit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed. The root cause of the reported issue is a damaged pad connector. Visual evaluation of the returned sample noted 1 extra small arctic gel pad kit present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. Connectors for the left thigh pad were marked with an "x" and chips were seen on the ends. No visible chips or deformities at the ends of the connectors for all other pads. Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated. No crushed dimples in the pads. The reported issue could not be verified without further testing. The left thigh pad could not be fully connected to the arctic sun fluid delivery line. The connector could not be pushed for enough into the fluid delivery line to snap into place. All other pads could be connected with water flow observed after connecting. The sample does not meet specifications per inspection procedure, which states "missing or damaged components are not allowed (the plastic film, foam or hydrogel, connector and tubes shall be free of damages, tears or perforations)". A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the gel pad could not be connected to the main unit on the arctic sun device. It was hard and did not fit. Per follow up information received via ibc on 19feb2024, unknown whether the issue was resolved or not. Patient was involved. Unknown whether the patient complete therapy on the original device.

Manufacturer narrative:
The reported event is confirmed. The root cause of the reported issue is a damaged pad connector. Visual evaluation of the returned sample noted 1 extra small arctic gel pad kit present with original packaging label. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam. * connectors for the left thigh pad were marked with an "x" and chips were seen on the ends. No visible chips or deformities at the ends of the connectors for all other pads. * tubing for all the pads noted no kinks present. * hydrogel was intact with pad and not separated. * no crushed dimples in the pads. The sample does not meet specifications per inspection procedure, which states "missing or damaged components are not allowed (the plastic film, foam or hydrogel, connector and tubes shall be free of damages, tears or perforations)". A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the gel pad could not be connected to the main unit on the arctic sun device. It was hard and did not fit. Per follow up information received via (B)(4) on (B)(6) 2024, unknown whether the issue was resolved or not. Patient was involved. Unknown whether the patient complete therapy on the original device.